Manufacturer narrative:
(B)(4). The results of the investigation concluded that the shaft deflected when actuating the steering mechanism but no longer met specifications due to a bend and kink in the deflection area of the shaft. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the bent and kinked shaft is consistent with damage during use. The cause of the pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device. (B)(4).

Event description:
Related manufacturer: 9680001-2017-00007, 2182269-2017-00013, 3008452825-2017-00014, 3008452825-2017-00015. During an atrial fibrillation procedure a pericardial effusion occurred. At the beginning of the procedure the spiral catheter would not deflect in both directions and was replaced to continue with the procedure. During the post assessment an ultrasound was performed, which revealed the effusion. No patient symptoms were noted. A pericardiocentesis was performed to stabilize the patient.